Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The three additional perclose proglide devices referenced are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement with four proglide devices were attempted in the left common femoral artery (lcfa) via 4fr sheath using the preclose technique prior to a endovascular aneurysm repair (evar) procedure. Reportedly, the suture of the proglide device could not be placed in the vessel wall. Two additional proglide devices were used for successful suture placement using the preclose technique in the lcfa. Suture placement was successful in the right common femoral artery (rcfa). The sheath was upsized to 10fr and 16fr and the aaa procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.